Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), a copy of the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 222.40 months. On 08/03/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral stenosis and insufficiency. Per the operative report of (B)(6)2010, the "workup revealed aortic stenosis of the valve area of 0.5 cm2 with 2+ aortic insufficiency, mitral stenosis and 2+-3+ mitral insufficiency."